Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, the lead would not adhere when the helix was extended. The lead was removed and an alternative pacing lead was attempted. Again, the lead would not adhere and the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The stylet/guidewire was analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a competitor stylet in the lead and a pinch on tool on the connector pin. There stylet is a competitor stylet stuck in the lead.the stylet wire is stuck due to blood in the distal conductor preventing the helix function from extending or retracting. If information is provided in the future, a supplemental report will be issued.